Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power until the alarms cleared. The tsr advised the hp to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.